Event description:
It was reported that the ilet bionic pancreas exhibited a malfunction in which the sleep/wake button became unresponsive, and the device would not power on unless placed on a charger, culminating in a flashing green light and failure to start; customer support confirmed setup on the charging pad, tried alternate outlets, provided troubleshooting and education, and arranged replacement of the device and charging kit. Symptoms included none reported beyond device inoperability, with a self-reported blood glucose of 188 mg/dl and the user feeling well after sleeping through a missed insulin alarm. Outcomes included temporary loss of insulin delivery until the user addressed supplies and charging, with no medical intervention or hospitalization. Investigation included collection of user reports, remote troubleshooting steps to verify power and charging setup, and logistical arrangements for device return. Investigation of this case revealed a probable power-on and user interface failure associated with the sleep/wake control and charging interface, consistent with a malfunction of the device¿s external control and power management components. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.